Event description:
Caller reported pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, as it remained within a range of 54-500 mg/dl. Customer planned to use multiple daily injections as backup therapy, and technical support arranged to replace the pump. Caller was guided on how to store the malfunctioning pump and agreed to return it using a pre-paid label within 10 days. Shipping address was confirmed.